Manufacturer narrative:
Visual inspection confirmed the reported complaint. The drill head is broken off at the first laser cut of the spiral and deformed at the cannulation. The primary cutting surface is dull. A supplier corrective action was issued regarding the countersink feature being reduced to an undersized condition. The root cause was determined to be over-sharpening of the tip. A 100% inspection at incoming was implemented and the supplier amended their process to build with a tolerance on the high end of the design to compensate for the sharpening. This device was built prior to these corrections. No further action is required at this time.

Event description:
It was reported that the drill broke while drilling over the passing pin. The broken portion was removed via the passing pin using graspers. A back-up drill was used to complete the procedure. No patient injury or complications were reported.